Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batc: 7080316.

Event description:
It was reported that the patient had a non device related fall which caused the leads to migrate and changed stimulation. The patient underwent a full system replacement procedure and was doing well postoperatively. The explanted leads will not be returned.